Manufacturer narrative:
(B)(6). The device has not been returned to edwards for evaluation and follow up is in progress. Device size and serial number remain unknown; therefore, we are unable to complete a device history record review. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Should new information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly (B)(4) and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined.

Event description:
Edwards received information that a bioprosthetic valve, implanted approximately ten (10) years, was explanted due to severe mitral re-stenosis with mild mitral regurgitation and mild left ventricle dysfunction. During the procedure, this valve was found to be degenerated and calcified with thickened leaflets. Patient was reported to have been discharged.

Manufacturer narrative:
Evaluation summary: the device was returned to edwards lifesciences for evaluation. Customer reported that the valve was "found to be degenerated and calcified with thickened leaflets". The x-ray demonstrated that commissures 1 and 3 were bent inwards, and wireform distortion between commissures 1 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest point by approximately 7mm on leaflet 1 on the outflow aspect, and approximately 5mm on l1 on the inflow aspect. Host tissue around the stent circumference was heavy at the outflow and inflow aspect. As received, the sewing ring had been cut and the wireform was exposed between commissures 1 and 3. All 3 leaflets had approximately 75% of the leaflets cut out; cut section were not returned with the device. The entire valve had a yellow tinge. Follow up attempts to obtain further information have been made, however, the hospital was unable to provide additional information. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The clinical statements cannot be confirmed and the root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.